Event description:
It was reported the EKG (electrocardiogram) cable port is loose and has to be "wiggled" to get an EKG. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the EKG (electrocardiogram) cable port is loose and has to be "wiggled" to get an EKG. The radiofrequency (rf) head was also analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the EKG failure was caused by a loose radiofrequency (rf) head connector. (B)(4) : analysis found that the cable was out of electrical specification.